Manufacturer narrative:
Supplemental information: physio-control evaluated the device and verified the reported issue. The cause of the reported issue was due to the lid reed switch being stuck in the shorted position. This caused the device to act as if it was not powering on when the on/off button was pressed and the device lid was opened. The customer received a replacement device. Correction information: the initial medwatch report indicates: manufacture date - 08/25/2015. The initial medwatch report should indicate: manufacture date - 07/27/2015. (B)(4).

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device intermittently did not have any voice prompts when the power button was pressed and the lid on the device was opened. Without voice prompts, the end user would not be able to use the device on a patient, if needed. There was no patient use associated with the reported issue.